Manufacturer narrative:
The associated complaint device was returned and evaluated. A clinical investigation concluded that this complaint reports a ¿poly separation on the post¿ of a journey ii bcs xlpe insert. The date of the primary surgery is not provided. After several attempts, no images or patient specific information has been provided. All documents and images, as of this date, have been reviewed by the clinical team. A lab analysis revealed significant deformation on the posterior surface of the ps post, which was likely caused by repeated contact with the femoral cam combined with excessive loads. Optical microscopy of the fracture surfaces revealed the presence of beach marks, which are typically formed due to the controlled growth of a fatigue crack. Based upon the presence and orientation of the beach marks, it appears that at least one fatigue crack initiated due to the damage on the posterior face of the ps post and propagated under cyclic loading in a generally anterior direction. These cracks likely propagated in this cyclic manner until the remaining material could not bear the imposed patient loading, which resulted in final fracture of the post. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No report on the patient¿s current status has been submitted at this time. Based on this investigation, the need for corrective action is not indicated.

Event description:
Revision surgery due to poly separation on post.